Event description:
It was reported by service report that there was no power to the left and right side rails, the side rail inner/outer buttons did not work, the bed up/down, fowler/gatch up/down, and nurse call did not work. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: bed left in burn in mode.